Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified medication. It was reported when the nurse removed the tubing set from the package prior to patient use, particulate was noted on the tip of the piercing pin of the tubing set. The customer reported that the particulate was described as an unidentified black material. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.